Event description:
It was reported that the customer had high blood glucose levels of 10.0 mmol/l. It was reported that the customer was having high blood glucose levels due to having broken his clavicle about five days prior to the call. The mother of the customer was requesting assistance in troubleshooting the insulin pump to check if there was anything wrong with the insulin pump. The mother of the customer did not have the insulin pump at the time of the call. The customer was advised to change the entire infusion set and reservoir to start. The mother of the customer was advised to call back should further troubleshooting be required. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.